Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in stored untreated episodes as well as one inappropriate shock. The sensing vector was reprogrammed from secondary to primary following the inappropriate shock, however additional t-wave oversensing was observed. The patient later received another inappropriate shock due to low amplitude signals and oversensing. Troubleshooting was performed and the sensing vector remains in primary with the gain increased. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in stored untreated episodes as well as one inappropriate shock. The sensing vector was reprogrammed from secondary to primary following the inappropriate shock, however additional t-wave oversensing was observed. The patient later received another inappropriate shock due to low amplitude signals and oversensing. Troubleshooting was performed and the sensing vector remains in primary with the gain increased. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in stored untreated episodes as well as one inappropriate shock. The sensing vector was reprogrammed from secondary to primary following the inappropriate shock, however additional t-wave oversensing was observed. The patient later received another inappropriate shock due to low amplitude signals and oversensing. Troubleshooting was performed and the sensing vector remains in primary with the gain increased. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.